Event description:
A male pt contacted zoll lifecor customer support service to report that his monitor screen was cracked and he was unable to use the system. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (damaged monitor screen) has been confirmed. Upon receipt, the lcd screen was cracked and the pt is unable to download. The root cause of the cracked screen cannot be positively identified, but was likely due to physical abuse. The monitor was otherwise fully functional and would have been capable of monitoring a cardiac rhythm, detecting an arrhythmia, and delivering a treatment. The monitor's screen was replaced. No adverse event resulted from the damaged component. The pt received a replacement monitor.